Manufacturer narrative:
Title: pure laparoscopic donor nephrectomy without routine drainage does not increase postoperative morbidity source: investig clin urol 2021;62:172-179 published online: 10 february, 2021.

Event description:
According to the literature, a study compared outcomes of patients who underwent pure laparoscopic donor nephrectomy with and without routine drain insertion between july 2014 and october 2018. There were 80 patients in the drain group and 98 patients in the non-drain group. The renal artery was clamped with 1 or 2 clips from different manufacturer and 2 large clip appliers. Complications included: intraoperative bleeding, arterial injury, and one patient with dislocation of clip from vessels. Other complications were not related to the device.